Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported that she experienced elevated blood glucose over the 2-3 week period that she used the infusion sets. Blood glucose elevated to the 300 mg/dl range, and pt bolused to decrease blood glucose to her normal range of 135 mg/dl. The insertion device was used to insert the headsets. On a few occasions, the headset did not fully insert into her skin and this caused the adhesive to not stick properly. Pt removed the headsets and inserted new headsets with the insertion device. There was no insulin leakage, and pt did not look at the infusion cannulas to see if they were bent. She did receive e4 occlusion errors on the infusion device. Alleged infusion sets were discarded and will not be returned for evaluation. Product was replaced. The pt did not require treatment from a health care professional or second party to address the issue.